Manufacturer narrative:
(B)(4). Batch # unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.  Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)

Event description:
It was reported that during an unknown surgery, when performing gastrointestinal anastomosis, after fired, noted some staples malformed with irregular shape. The anastomosis site bled. Manual anastomosis was used and stopped the bleeding. And the surgery was completed. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 07/15/2021. Additional information was requested, and the following was received: is the current patient status known? The patient is normal. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No.